Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead exhibited high out-of-range shocking lead impedance measurement and loss of capture (loc). The physician performed a lead revision and removed the lead. All necessary testing were done with the pacing system analyzer (psa) and had good measurements. However, when the new lv lead was connected to the device, the impedance was greater than 2000 ohms. Connections were checked but the impedance continued to be high and out-of-range. The physician requested a new device and all measurements went to normal. Additional information was received and indicated that the physician suspected lead fracture. The lead and header connections were checked but no anything unusual was noted. The old device and old lv lead were explanted. New lead and new device were successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
--

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, analysis confirmed the inner conductor coil was fractured 385 mm from the terminal pin. Detailed analysis of the fracture site determined the conductor coil was fractured due to cyclic fatigue. The location of the damage site suggests the fracture was a result of stress due to the suture sleeve. Stretched coils and electro-cautery damage most likely occurred at explant.